Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on april 23, 2020. The lm reported that the most probable cause for the reported event is as follows: in this case, it is presumed that the camera head part was unexpectedly stressed due to the handling of the user, and the ccd unit broke down, resulting in no image output. Regarding the handling of the equipment, the instruction manual has the following description. As a result, the reported event may be prevented. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of blurry image was confirmed due to faulty a charge-coupled device (ccd) unit. In addition, the coupler would not lock, the unit¿s stopper was loose and the video connector was cracked. The cause of the ccd failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head image was blurry. There was no patient injury reported.